Manufacturer narrative:
Age, weight, and ethnicity: unknown, information not provided, implant date: give date: n/a (not applicable). There is no indication that the intraocular lens was implanted. Explant date: if explanted, give date: n/a (not applicable). There is no indication that the intraocular lens was implanted; therefore, not explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon noticed a tear in the intraocular lens (iol) when inserting the lens into the patient's eye. They could not determine if the tear was already there or if it happened while loading the lens into the inserter and cartridge. No further information is available. A replacement lens of the same model and diopter was implanted in the patient's eye with no problem. The surgery went great and no medical intervention was required. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 09/28/2021. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal. The optic body was observed to be torn near a haptic. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was confirmed, but can be attributed to handling and cannot be confirmed to be related to manufacturing and therefore no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.